Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that during use of the targeting arm the lag screw reamer missed the nail and broke. The surgeon was really wrenching on the arm trying to get the reamer to pass, which might have led to a crack in the targeter. According to additional information received the "surgeon opened 2nd reamer that continued to miss the nail: something was off the with the targeting arm. The surgeon hammered the reamer in, to proceed with the case. Surgeon was able to get the wider part of the reamer in."